Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a desat alarm occurred in room 9 and there was no pop-up in room 6. The device was in use on a patient and there was no patient incident allegation.